Event description:
The customer reported to olympus, that there was a leakage at button one for the evis exera iii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated. The evaluation determined, that foreign material was exiting from the air/water nozzle and the instrument channel, due to insufficient cleaning of the device. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated. During the process the customer¿s allegation was confirmed. Due to a cut on switch button one (sw1), water tightness was lost. The evaluation determined, the returned device was insufficiently cleaned as evidenced by the presence of foreign material exiting from the air/water nozzle and the instrument channel. Additional evaluation findings are as follows: due to circuit board shortcut of circuit board unit, e218 (scope malfunction err) occurs, and the plastic distal end cover had foreign objects, connecting tube had a cut. Additional findings include the following: flexibility adjustment ring had a scratch, grip had a scratch, suction cylinder had discoloration, switch box had a scratch, right/left (r/l) knob had a scratch, up/down (u/d) knob had a scratch, auxiliary channel (j-tube) had foreign objects, and universal cord had coating peeling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material exiting from the air/water nozzle and the instrument channel during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to appear. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.